Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and was found to have a broken main tube that is completely separated from the distal tip. Grip and pitch cables are found to be broken as result of the main tube breakage. There is material missing from the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip was bent. There was no fragment fall inside the patient¿s anatomy, the tip of the instrument was not cut off inside the patient¿s body. There was no injury to the patient. The patient did not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The port incision was not increased and no additional port was made. There were no photographic images of the instrument available for isi review. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm cadiere forceps instrument's tip was distorted and thus, the instrument could not be removed from the trocar, so it was cut off. It is unknown if a fragment fell into the patient. The procedure was completing as planned but the patient outcome was not provided.